Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the 3cg stylet was fractured was confirmed. One photograph was provided for investigation. One 3cg stylet was returned for investigation. The core wire was kinked 17.2, 18.2, 19.3, 27.5, 58.8, and 59.6 cm from the yellow tab. A complete break existed in the polyimide tubing 3.1 cm from the distal tip of the stylet. The adjoining surfaces of the broken polyimide tubing appeared uneven and granular. The polyimide tubing was kinked both proximal and distal to the break site. The kinks were located between magnets. The break in the core wire coincided with the kink in the polyimide tubing two magnet lengths distal to the break in the polyimide tubing. A red colored residue was observed within the polyimide tubing. The wall thickness of the polyimide tubing was within specification. The damage was reportedly occurred during the procedure. Kinking of the polyimide tubing may have been a potential contributing factor; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of redp1815 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC nurse was teaching a new nurse to place a PICC and during the procedure the introducer "broke". 6/25/209- the returned sample was a broken stylet.